Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 284 mg/dl at the time of incident. Customer treated with manual injection. Customer declined to check air bubble and leak. Customer alleging the insulin pump because customer did bolus but the blood glucose did not lower down. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the tubing part near the reservoir was crimped. The device will not return for the analysis.